Event description:
Four minicaps were received from a customer and it was reported the minicaps had splits. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information was provided. This is report 3 of 4 for this event.

Manufacturer narrative:
(B)(4). The lot number was unknown; therefore a batch review could not be performed. The reported problem of damaged minicap was confirmed through sample evaluation. Visual inspection of the used sample revealed the minicap was cracked at the knit line on the surface of the cap. The surface crack only appeared when the minicap was squeezed from both sides or by over-tightening the minicap onto the luer of a transfer set. Pressure testing was performed with no leaks detected. It was determined the root cause of the cracked/damaged minicap was possibly from the user either excessively squeezing on both sides of the minicap or over-tightening the minicap onto the luer of the transfer set. Should additional relevant information become available, a follow-up medwatch will be submitted.